Event description:
(B)(6) -the dealer reported that the tdxsp-cg power wheelchair screen would display "missing the tilt". After resetting it would display "controller not connected". There was no patient injury reported.